Event description:
Additional information was received from patient representative who reported that the cause of the inability to charge the ins may have been due to the lack of use and the inability to get pain relief. They state patient tried to charge it many times however the implantable neurostimulator (ins) would stay not charged. They state the issue was never resolved and their husband has passed away from leukemia now.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The pt's wife was contending that they were unable to charge the ins and that something wasn't working about the components. Technical services (tss) worked with the nurse to start ins recharge session and passive recharge screen came up with numbers in the 90's (98 and 99 were mentioned specifically). Tss reviewed needing to stay on this screen and that it will transition to normal charge screen with recharge levels. Tss also reviewed how to put ins into MRI mode. Pt's wife mentioned pt needing to have MRI to figure out where pt's pain was occurring. Tss specifically asked the nurse as well as hcp if MRI was related to scs system but they didn't know if MRI was related. Hcp called. Hcp reported they were having difficulty recharging the ins. Hcp reported they were in passive recharge mode, reviewed seeing screens number 50 and 15, and numbers 98 and 99 displaying on screen number 50. Tss reviewed it may take multiple attempts of going through passive recharge mode to get the ins to begin charging normally. The issue was not resolved during the call. Tss provided phone number per request to page the rep. Hcp called back stating they didn't know how to work the stimulator and nothing was working.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.